Event description:
Pt called in 2002 alleging that their surestep meter was reading inaccurately erratic. Pt is unable to provide the code number on the vial of test strips. They were also unable to perform any control solution test. Pt comparing results 30 mins apart. Pt stated that they were taken to the ER. Pt also comparing to the ER meter. Treatment given to the pt was unk. Sending letter.